Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the black box showed evidence of unexplained power reboot events beginning on 26-aug-2018. The pump was unable to maintain an electrical connection with the returned battery cap due to damaged battery cap threads. The pump powered up with a test battery cap to a dim, discolored display. The test battery cap was unable to fully tighten. A battery compartment crack was observed from the thread area to the case seal. No evidence of moisture contamination was observed inside the battery compartment. A 12 hour basal program was run with a test battery cap. No reboots, loss of power or call service alarms were duplicated. The pump case was removed. No evidence of moisture or loose components were found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was a crack in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.